Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 21:19:27. During night drain cycle four, the patient's ultrafiltration reading was 2020ml, indicating the home patient drained 2020ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. The device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing on the device. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, not including the initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.